Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the image intensifier. The system was tested and found to be working as intended adn put back into service.

Event description:
The customer reported that the system made a clicking noise and would not make an exposure. No pt injury was reported.